Manufacturer narrative:
Reference e-complaint (B)(4). Investigation x-initiated manufacturer's investigation x-no sample returned review DHR inspect returned samples inspect stock product analysis and findings the reported complaint cannot be verified due to the absence of the affected sample in that it will not be returned. However, if the affected sample is returned in the future the complaint may be reopened and addressed as needed. R&d engineering has launched an investigation to evaluate similar complaints as part of a cip task. This device is OEM manufactured for csi which sends it to another outside contractor for sterilization and distributes it from (B)(4). All devices are is 100% inspected by the OEM before being shipped to (B)(4). A review of the risk management file and device pfmea advincula delineator (dsp)) were performed and nothing was noted that may have addressed the reported event. Corrective actions correction and/or corrective action corrective action is not applicable at this time as the reported event is unclear as to a failure that directs it to any specific function of the device. Corrective action level 3 x-none reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Review and closure CAPA required? Recommended continuous improvement program (cip) complaint closure letter required? Ncmr issued? Other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip. Device not returned.

Event description:
"During the procedure, the surgeon was anteverting the uterus, when the koh cup slide back, just a little, and perforated the uterus. This did not affect the patients outcome, no patient injury or adverse event occured. The surgeon performed all of the manipulation during the procedure. The lock setting is unknown, but believed to be around the 6 - 7 range. The rep was in the room during the procedure and stated that the event occurred while the surgeons hand was on the handle, not on the locking mechanism. Product will not be returned." Ref e-complaint (B)(4).

Manufacturer narrative:
The device involved in the complaint will not be returned. Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference e-complaint (B)(4). Device not returned.

Event description:
"During the procedure, the surgeon was anteverting the uterus, when the koh cup slide back, just a little, and perforated the uterus. This did not affect the patients outcome, no patient injury or adverse event occured. The surgeon performed all of the manipulation during the procedure. The lock setting is unknown, but believed to be around the 6 - 7 range. The rep was in the room during the procedure and stated that the event occurred while the surgeons hand was on the handle, not on the locking mechanism. Product will not be returned." Ref e-complaint (B)(4).